Event description:
The complainant reported that the sidearm tubing came off of the prelude short sheath (pss) introducer after the second injection. The malfunction occurred during a de-clot procedure. The sheath was exchanged over a wire. There was no excessive bleeding and no one was sprayed. This incident was deemed not reportable by merit in accordance with the criteria set forth in FDA guidance at the time it was received. However, an MDR report is being filed retrospectively due to a product recall with the same failure mode, but that may not be attributed to the same root cause. The date merit deemed this event reportable was 2009.

Manufacturer narrative:
Device evaluation: device evaluation in process. Evaluation: conclusions: a follow-up report will be submitted when the evaluation is complete.